Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the corvue data was unavailable on the pacemaker. It was noted that the data was able to be received on 28 feb 2021. No intervention was reported. There were no patient consequences.